Manufacturer narrative:
This report represents supplemental information for mentor psr submission reference number (B)(4). It is the same event as reported under psr submission reference number (B)(4). But due to a system error, additional supplemental information could not be submitted with that reference number. In addition, psr reference number (B)(4). And 3500a manufacturer's report number (B)(4). Are duplicates of this event. If any additional event information is received, it will be submitted under this report, number (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number (B)(4). The investigation of the returned device was completed by the failure analysis lab on 8/2/2019. Device evaluation summary: according to the information reported, a breast implant rupture after implantation. Upon initial inspection, the device appears intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were discovered. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number 6687111, and no non-conformances related to the reported complaint were identified. Reason for device explant and/or reoperation: rupture concomitant products:255cc mentor smooth round moderate classic profile memorygel breast implant catalog: 3507255mc, lot:6689087, sn: (B)(4). Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
This report contains supplemental information for mentor asr/psr reference number (B)(4). It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast augmentation surgery with a 255cc mentor smooth round moderate classic profile memorygel breast implant experienced left sided rupture post procedure. As a result, patient underwent bilateral removal and replacement with two 255cc mentor smooth round moderate classic profile memorygel breast implants (r) catalog: 3507255mc, lot: 7535907, sn: (B)(4); (l) catalog: 3507255mc, lot: 7535907, sn: (B)(4) on (B)(6) 2018. See duplicate file in manufacturer's report: (B)(4).